Manufacturer narrative:
Correction to the initial MDR in block h6. D2b additional pro code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator leads had high impedances, and the patient was experiencing loss of pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Event description:
It was reported that patients spinal cord stimulator leads had high impedances, and the patient was experiencing loss of pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7082890. UDI: (B)(4).